Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Stroke: the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.

Event description:
The complainant reported a patient was implanted with an impella 5.5 device for mechanical circulatory support for elective placement for coronary artery bypass graft . During the support the patient developed facial droop and left side weakness, and stroke was called. Stat CT of head showed subdural hematoma acute on chronic with midline shift. Neurosurgery consulted. Heparin was stopped. The patient was successfully weaned and explanted as planned . It is unknow if surgical intervention was done to address the issue.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.